Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the touch screen seemed to be inconsistent with touches and troubleshooting was carried out to find the issue. The device's ribbon cable was reseated to address the issue. In addition of the above evaluation, the device was checked over again and a crack was found on the outlet side panel. This part will need replaced. The device is now awaiting an outlet side panel.